Event description:
The customer reported that the system would not load the films. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The file system was cleaned out, then the system booted up, and the images that previously would not transfer were imported. The system was tested and found to be working as intended and put back into service.